Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. The root cause of the access site bleeding issue was most likely use related. By placing a figure eight suture and direct pressure, hemostasis was achieved as per the clinical description provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was on impella cp pump support and after the implant, the 14 french sheath was replaced with the repositioning sheath and oozing was noted with a hematoma. A figure eight suture was applied with direct pressure and the issue was resolved. The patient's condition was noted as stable and remained on support for approximately five days.